Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. Relevant medical history was not reported. Concomitant medications included insulin glargine. The patient was taking an unspecified medication for treatment of an unknown indication beginning on an unknown date. In 2008, it was reported that the clasps were broken off his humapen ergo teal (clear cartridge) device (lot number unknown, the patient discarded the pen). This humapen ergo teal device was associated with another device. The patient was the operator of the device. It was unknown if the patient was a trained user. The patient had used this device model since 2000. The patient used the insulin glargine with this device. It was unknown if the use of the humapen ergo teal device was continued. Further information will be added if received.